Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that after a stenting treatment procedure, the patient experienced subacute thrombosis, myocardial infarction and death. The patient presented with dyspnea, palpitations, and dizzy spells. Vascular access was obtained via the radial artery. The 10-20x2.5mm, eccentric, de novo, 50-70% stenosed lesion being treated was located in the moderately tortuous and severely calcified left anterior descending artery. The physician predilated the lesion and implanted a 28 x 2.50mm promus premier stent in the target lesion. The patient was discharged on plavix and aspirin. Two days later the patient returned with a myocardial infarction and stent thrombosis. The patient was non-compliant with the plavix and underwent a percutaneous coronary intervention. Eight days later, the patient expired.